Event description:
It was reported that during an unk procedure, a leak following a gastric sleeve procedure occurred. During the procedure the surgeon used 2 green reloads and 4 gold reloads and confirmed the staple lines were good. Surgeon took patient back 8 days after surgery and converted them to a gastric bypass because they came up with shoulder/color bone pain with adhesions. Blue and white reloads were used for the revision. No status on patient yet as they are still recovering at the hospital.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "came up with shoulder/color bone pain with adhesions"? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. How did the staple line look during the reoperation? What was the patients bmi? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.